Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection and reoperation. (B)(4).

Event description:
On an unknown date in (B)(6), distal arch replacement surgery was performed. After the surgery, a pseudoaneurysm developed at the distal anastomosis of the surgical graft, and then ruptured with formation of the aortobronchial fistula. On (B)(6) 2009, the patient underwent an endovascular repair of rupture of the pseudoaneurysm and the aortobronchial fistula using one gore® tag® thoracic endoprosthesis. The proximal portion of the device was deployed within the surgical graft. The patient tolerated the procedure. On (B)(6) 2009, a post-operative follow-up imaging showed that the diameter of the aneurysm was 45mm. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imagings showed no issues. The diameter of the aneurysm shrunk to 33mm. On (B)(6) 2010, a mycotic aneurysm newly developed at the distal edge of the device. The cause of the development of the mycotic aneurysm was unknown. On the same day, the patient was implanted with an additional gore® tag® thoracic endoprosthesis to treat the mycotic aneurysm. No issues were identified during the additional procedure. The patient tolerated the procedure. The patient was lost in follow-up; therefore no further information is available.